Manufacturer narrative:
A review of the device history record for strattice lot sp200014 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 30/jan/2025. Pmqa received notification from legal that the plaintiff profile form (ppf) was received on (B)(6)2025. As per the ppf form, the patient underwent recurrent ventral hernia surgery and was implanted with the 1st strattice device lot# sp100172-323 on (B)(6)2015. On (B)(6)2018, patient underwent exploratory laparotomy, excision of mesh, ventral hernia repair, repair of enterotomy x1, repair of serosal tear x1, lysis of adhesions and replaced with the 2nd strattice device lot# sp200014-132. On (B)(6)2019, an exploratory laparotomy with lysis of adhesions, removal of previous mesh, repair of ventral hernia with phasic mesh closure enterotomy performed. A 3rd non-abbvie device (bard phasix st mesh with lot #hudq2211) was implanted. The form lists the condition that was treated: (B)(6)2015: exploratory laparotomy, removal of mesh, extensive lysis of adhesions; repair of ventral hernia with biologic mesh, placement of wound vac (strattice). (B)(6)2018: excision of mesh, ventral hernia repair, mesh placement, repair of enterotomy x1, repair of serosal tear x1, lysis of adhesions (strattice). (B)(6)2019: exploratory laparotomy with lysis of adhesions, removal of previous hernia mesh, repair of ventral hernia with phasix mesh closure of enterotomy; incarcerated small bowel. (B)(6) 2024: bowel obstruction. As reported in initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2018. The form also indicates that the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.